Manufacturer narrative:
To resolve the issue the fse had observed, he replaced the tarpon amp board. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier - (B)(4).

Event description:
During the performance of a service maintenance, the field service engineer (fse) observed that the tarpon amp board at the fl3 channel was failing on the customer's fc 500 flow cytometer. There was no report of death, injury, or change to patient treatment as a result of this event.